Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: during investigation, the pump was powered up to a fully functional display with no evidence the corrosion or damage on the mechanical assembly. The alleged blank display was unable to be duplicated during investigation. Unrelated to the original complaint. The battery compartment was cracked below and above the grip pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.